Manufacturer narrative:
A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, the evaluation will be reopened for investigation. There are several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended to inspect the device prior to/after each use and cleaning. Additionally, failure to adhere to the warnings and precautions outlined in the instructions for use could result in damage and or impact device functionality. A review of manufacturing records could not be performed, as the relevant lot/batch number was not provided. However, there is no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that plastic disc that sits on the head of the mallet was coming off. Delay of less than 30 minutes reported. Device broke inside the patient, all pieces accounted for. Back up available.

Manufacturer narrative:
The associated devices were returned for evaluation. A visual assessment noted that the threads on the caps are damaged causing the cap to disassemble from the mallet. This failure mode has been previously identified. A design change has been implemented to reduce/eliminate this failure mode from recurrence. These devices were manufactured prior to the changes are being implemented. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for these devices.